Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The target lesion was located in the proximal left anterior descending artery (lad). The lesion was noted to be "critical" and asymmetrical; proximally 3.5mm and distally 2.75mm. A 3.0x16mm promus element was advanced and deployed at 8atms. Post-dilation was performed to 16atms with an unspecified 2.0mm balloon. The stent was noted to be "well implanted". An unspecified 3x12mm balloon was advanced to the proximal portion of the lesion for dilation. Fluoroscopy revealed stent deformation which had not been visible previously; the stent was shortened at the proximal end. The patient experienced symptoms of angor and severe ischemia. An unspecified 3.5x12mm balloon was able to cross, with difficulty noted, and dilate the deformed portion of the stent at 12atms. A 4.0x12mm promus element was then deployed to 16atms, covering the damaged portion of the stent and the remaining lesion. It was further noted "with these maneuvers, the thrombosis disappeared and the clinical status was stabilized". Residual stenosis was 0% with timi 3 flow. The procedure was completed after an additional 2.5x16mm promus element stent was deployed at 16atms in a "severe lesion" in the circumflex artery. Residual stenosis was 0% with timi 3 flow. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is 'caused by other' as the investigation indicates another device/drug/subsequent procedure caused the event. (B)(4).